Manufacturer narrative:
The device has been returned to olympus service center and the evaluation found: master-plug was found leaking (watertight was lost); master-plug master-case was cracked; adhesive on bending section cover (a-rubber) was worn; and venting connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus device, deflectable videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the objective lenses adhesive was deteriorating with missing parts. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to physical stress and/or chemical stress applied to distal end during device handling by the user. The event can be prevented by following the instructions for use (IFU): -inspection of the endoscope olympus will continue to monitor field performance for this device.